Event description:
A remstar plus device was returned to a third-party service center in reference to the voluntary safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator device. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, no foam particles were noted in the airpath, yet foam degradation was noted. The device sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.